Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following fields were corrected with additional information: " on (B)(6) 2022 user posted public app store review: ¿I¿m truly not sure I trust this app or its tests. I woke up not feeling great, so I took a scanwell test that came back as negative at 8:55am. I've taken a million of these at this point so I did it correctly. I still didn't feel well so I went and got a pcr test done. I took the pcr test at 9:27am and it came back positive. I'm glad I didn't blindly trust the first results of the scanwell test.¿ "

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges a false negative result while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. See h.10.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(6) the following fields were corrected with additional information: " on (B)(6) 2022 user posted public app store review: ¿I¿m truly not sure I trust this app or its tests. I woke up not feeling great, so I took a scanwell test that came back as negative at 8:55am. I've taken a million of these at this point so I did it correctly. I still didn't feel well so I went and got a pcr test done. I took the pcr test at 9:27am and it came back positive. I'm glad I didn't blindly trust the first results of the scanwell test.¿ "